Event description:
Illness from breast implants. Since I've gotten saline I've started with stomach pains had appendix removed, (which turned out fine), tonsils removed due to trouble swallowing, gallbladder removed due to excessive throwing up. I am still throwing up and unexplained "go issues." Two years after. I have headaches, fatigue, brain fog, unable to finish sentences. Joint aches, pain in breast and down arms, shooting nerve pain in feet.